Manufacturer narrative:
The reporter's meter was provided for investigation, where it was tested using retention test strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr; qc 2: 4.6 inr; qc 3: 4.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 8.6%.

Manufacturer narrative:
The customer's meter was requested for investigation. There were no test strips left to return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 8:02 a.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 4.5 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.36 inr. At 7:23 a.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 5.2 inr. Within a few minutes of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.96 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is daily.